Manufacturer narrative:
(B)(4): the device was reported to have the wrong energy select label out of the box. The device was not yet in use. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The device was reported to have the wrong energy select label out of the box. The device was not yet in use.